Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that there is back flow. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.